Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the jaws of the device eventually open to remove from tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? The surgeon was able to muscle the stapler from tissue. 1st firing with device. Blue load the following information was requested, but unavailable: "muscled the stapler from the tissue." Were the jaws still locked closed when this happened? Were the jaws forced opened?

Event description:
It was reported that during a low anterior resection procedure, while firing the device on the low part of the colon, the device fired fine, the blade retracted fine, but device wouldn't open. Not across staple lines nor did they hear anything unusual. It seemed that the device may not have straightened up after articulation. Pulled another device and case was completed. Surgeon was able to maneuver the device off. Staple and cut line was fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. After further analysis the articulation mechanism was noted to be damaged as would not hold the right or left articulation settings. The device was disassembled to reset the manual override system and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing the device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The batch record was reviewed and no anomalies were noted during the manufacturing process.